Event description:
It was reported that, during a consult transmission, the date of this pacemaker could not be retrieved. Subsequently, the patient underwent a revision procedure in which the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.